Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a rupture occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cs100 iabp under mfg report number 2249723-2023-03311.